Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm micl13.2 implantable collamer lens, -15.0 diopter was torn during loading. There was no patient contact with the lens.

Manufacturer narrative:
B5-additional and corrected info: the iol was not fully deployed and was damaged attempting to remove it from the right (od) eye. There was patient contact with the lens and no patient injury. In the same sitting an alternate lens was implanted and the problem was resolved. The cause is reported as unknown. This occurred on (B)(6) 2021. H6-health impact code corrected. Claim# (B)(4).